Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
A few of the rivets on the inside of the seat frame that holds the upholstery screws have came loose and you can hear them in the seat frame.